Event description:
It was reported that during a hemorrhoidectomy procedure, there was an incomplete suture and some staples were missing. Patient is in pain and has a hematoma. There was no additional reported patient consequence.